Event description:
It was reported that the patient presented with fatigue and fever in (B)(6) 2022 and was found to have mrsa bacteremia. A pet scan and chest CT showed potential signs of infection at the location of the cardiomems sensor. The patient again presented with the same symptoms in (B)(6) 2023 with mrsa bacteremia and a pet scan confirmed potential signs of infection at the location of the cardiomems sensor.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed to be related to the cardiomems product or procedure as further information cannot be obtained. Reported adverse health outcomes are monitored and trended per the post-market surveillance program for further action, as necessary.